Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the trunk cable had an open along the yellow (pgnd) wire. The root cause for the open wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. (B)(4). No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported receiving service code 204 (belt/monitor unusable).